Event description:
It was observed that during the device evaluation, the subject device exhibited light guide bundle was chipped and component failure of the light guide bundle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event light guide bundle was chipped is caused by a component failure of the light guide bundle. The event can be detected/prevented by following the instructions for use which state: chapter 9.1 safety information for reprocessing notice risk of damage to the product if endoscopes touch each other during reprocessing, transport or storage, damage to the endoscope can occur. Avoid that the endoscopes touch each other during reprocessing, transport or storage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.